Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the pump module over infused 100ml tpn in (15) fifteen minutes. The intended order infusion rate was "85.4 ml/ 14hr, 42.7 ml/ 1hr, 21.4 ml/ 1hr". There was patient involvement but unknown harm.

Event description:
It was reported there was an over infusion of tpn that resulted in 100ml tpn infusing in (15) fifteen minutes. The intended order infusion rate was "85.4 ml/ 14hr, 42.7 ml/ 1hr, 21.4 ml/ 1hr and was thought to be programmed "interoperability". The customer states there was patient involvement but "unknown harm".

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number#14969007 is a concomitant and this file has captured the correct suspect device with serial number# 14388770 as per investigation report. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem, medical device serial #, device available for eval?, returned to manufacturer on, device return to manuf .?, device manufacture date additional information : concomitant med prod data, reason code for no evaluation, if other specify, imdrf annex a,g,b,c,d codes and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : no devices received, log review only.